Manufacturer narrative:
Correction date returned to manufacturer. No conclusion code available: the reported field event of battery voltage variation was confirmed in the laboratory. The cause of the variation is due to a programmer software issue.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that varying battery voltage measurements was observed. The device was explanted and replaced. The patient's condition is fine after the event.